Event description:
It was reported that during a laparoscopic time on the first firing and only firing of the device, it was applied to the distal rectum through superpubic incision. Locking pin was pushed manually. Staple height adjustment knob was adjusted within green zone, at about 1.5mm position. Safety knob was released and firing handle was fully compressed. The usual 'crack' noise of firing was not noticed during process. Surgical scalpel was applied to specimen side using the device as a guide to cut. Post-firing blood lost was seen at patient's anus. The surgeon reported no staple is seen on the rectum through the super pubic incision. Sutures were applied to the rectum to stop bleeding and closed the opened end. Surgery time prolonged for about 1hr. Surgeon used four 4-0 sutures to close the open end of rectum through superpubic incision. End-to-end anastomosis was fortunately successful after applying sutures and leakage test was negative. The patient received a temporary ileostomy.

Manufacturer narrative:
(B)(4). Information was not provided by contact. : information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.